Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) displayed a code indicative of an open circuit condition during shock delivery. The patient was in ventricular fibrillation (vf) and three shock were delivered which did not convert the rhythm. A fourth shock was successful and had an improved impedance measurement of 106 ohms. The patient was hospitalized, pending lead revision. It was additionally reported that the right ventricular (rv) lead was successfully explanted and replaced on (B)(6) 2024. The physician elected to also replace the crt-d and atrial lead at the same time. The lead is expected to be returned.